Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24848. Related manufacturer reference number: 2017865-2021-24849. It was reported that the patient presented for generator replacement. During the procedure the physician noted right atrial lead noise, and discovered insulation break of the right ventricular lead. The physician attempted to place a new right atrial lead, however the helix failed to extend, and a replacement was required. Both the right atrial and ventricular leads were successfully replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not find discontinuities but found internal shorts between conductors due to the damaged inner insulation consistent with procedural damage.